Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 150cc's. The pt's blood pressure dropped and she became unresponsive (bp's have not been provided to date). The pt was transferred to the ICU and the nurse verbally reported the pt is doing well now. Sample is available.

Manufacturer narrative:
Medical records were requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.